Event description:
The subject's spouse reported that in 2000 their spouse's blood glucose per the one touch basic meter was 130mg/dl. The subject did not feel well and went to the dr's office. The subject's blood glucose per the dr's meter (brand unk) was 403 mg/dl versus 120 mg/dl per the one touch basic (results obtained at the same time). The subject was admitted to the hosp for the treatment of hyperglycemia and administered insulin.